Manufacturer narrative:
This report has been identified as b. Braun melsungen (B)(4) internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6). If we will get an investigation report, we will create the final report for the authority. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the bbm sales organization in (B)(6): "over infusion". Customer information: there has been an over infusion of potassium chloride . The nurse has selected the wrong drug and dosage from the drug library. Patient who is ventilated and sedated responded well and stabilised. It could be noticed that potassium result was too high. An infusion with a dose of potassium 40 mmol should be run over 1 hour. However, the potassium finished within short time less than 10 minutes. As the pump was checked, it could be noticed that pump (that designed to be used in ICU only) parameter sat on 40 mmol/1000 ml instead of choosing 40 mmol/100ml. The date of occurrence was not reported by the customer.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6), germany. During the analyzes of the history log files no flow deviation could be detected. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec (B)(4) was arranged. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). Due to the previous results of the investigation of the history log files, visual and functional investigation, only the upper housing part was removed. No damage or soiling could be detected. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification.